Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca and one endeavor sprint drug eluting stent implanted in the lad. Approximately 2 months later patient death occurred. Death was sudden cardiac.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.